Event description:
Additional information indicated that the cause of out of range measurement was not determined. The physician will continue to monitor. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing lead impedance. Sensing and threshold were stable. No further actions were taken at this time. The lead remains in service. No adverse patient effects were reported.